Manufacturer narrative:
The user-reported issue was confirmed. The pump was found to have a flow rate accuracy of 5.2%, which falls outside of the +/5% specification. The pump was found to have a battery issue that is not related to the user-reported flow rate issue. The pump was repaired and tested to meet the full specifications on (B)(6) 2017. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on (B)(6) 2017.

Event description:
The user reported that the pump "was supposed to infuse for 2 hours, but actually infused over 1 1/2 hours". No patient injury or harm has occurred.